Manufacturer narrative:
(B)(4). Explant date: 2014. Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02359, 0001822565-2020-02360. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately twelve years post implantation due to osteolysis and possible liner wear. During the procedure the liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.